Event description:
User reported a false postive test. Confirmatory testing was not provided.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported a false positive test. Confirmatory testing was not provided.